Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no catheter in the tray when opening the package.

Event description:
It was reported that there was no catheter in the tray when opening the package.

Manufacturer narrative:
The reported event was unconfirmed, as only the leaflet was received for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape configuration and principles] bard i.c foley tray b consists of a balloon catheter, urine collection bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, to way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."